Event description:
Hill-rom received a report from a hill-rom tech stating the nurse call cable was unable to connect to the sidecomm power control board (nurse call not working). The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call not functioning correctly due to sidecomm board has multiple bent pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2005-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the sidecomm board and connected the cable to resolve the issue. Based on this info, no further action is required.